Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 4 days later with no permanent damage. No additional information regarding this event was provided.